Event description:
It was reported that the customer had high blood glucose levels in the 400 mg/dl range. Customer treated with the pump and his blood glucose level was not coming down. Customer stated that his blood glucose level was as high as 500 mg/dl. Customer decided to go to the emergency room. Customer stated that the set had been in their body for 24 hours. Since the issue occurred, he had not had any further problems. Customer declined troubleshooting and stated that he just changed his set after he got home from the emergency room. Customer stated that he was not sure if the issue was the insulin or infusion set and the pump did not alarm. Customer was admitted and treated for 2 hours and then released. Customer was wearing the pump at the time of the emergency room visit. Customer was treated and released the same day. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.